Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the hub detached from the tube one day after bilateral pcn (percutaneous nephrostomy) placement, which required the patient to undergo a device exchange (MFR# 1820334-2017-02661). The facility then tested multiple other catheters and found that the hubs detached (this report & MFR# 1820334-2017-02663). These devices did not make patient contact and did not result in any injuries.